Event description:
The hospital reported that the scope had water in it. No further information was available regarding the patient status or procedure was available. On 10/23/2007, add'l information was received from the hospital. The hospital reported that prior to a procedure, it was noticed that the scope had water in it. A replacement device was used to complete the procedure. No patient effect was reported by the hospital.

Manufacturer narrative:
Scholly assessment received on 10/22/07, indicates that the illumination fibers at distal tip have been severely damaged due to customer mishandling.